Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. No alarms for a compromised force sensor system could be verified due to the motor error alarms. The insulin pump was received with minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming, and insulin is squirting out. The blood glucose reading is 95 mg/dl. The insulin pump will be replaced. Nothing further reported.